Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. No motor error alarms were noted. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer also stated that there was a motor error from the insulin pump. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.